Event description:
It was reported to philips that the azurion system's arm was having geometry issues. No harm to patient or user was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) was informed that system's arm was having geometry issues. The complaint has been reviewed and it has been determined that no harm or allegation of harm was reported. The quotation was sent by philips to the customer, but the quotation has been rejected and no further action was performed by philips. The codes were updated based on the investigation outcome.